Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was not communicating. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating. A technical support specialist checked the server synchronization information and found that the device had last uploaded on (B)(6), and the station was stuck on a manual recovery error. Applied knowledge article titled manual recovery required data sync invalid upload change tracking value and restarted the data synchronization, after which the station began uploading and downloading data successfully and confirmed with the customer that the station was working as expected. The system functioned as intended after the technical support specialist troubleshot the issue.